Manufacturer narrative:
Contrary to the reported event, the patient subject of the event did fall from the table. There was no injury. A steris service technician arrived onsite following the reported event to inspect the 4085 surgical table. The technician was informed that during the patient procedure, the operating room staff heard a loud "pop" and the patient's upper torso started to slide towards the floor section of the surgical table. The operating room staff caught the patient and placed the patient back onto the table subsequently causing the surgical table to slide. The technician inspected the table and found it to be operating according to specification. However, the technician did find that the clip where the hand control is supposed to sit was missing and the bottom of the table's floor locks did not have any traction. The technician could not duplicate the reported "pop" sound. Based on the reported event and per the technician's inspection, the root cause of the reported event can be attributed to improper maintenance. The 4085 surgical table was installed in 2010 and is not under steris service agreement for maintenance activities. The facility's biomed department is responsible for all maintenance. The 4085 surgical table's operator manual states (pg. 1-3): "warning - personal injury hazard: regularly scheduled preventive maintenance is required for safe and reliable operation of this equipment. The 4085 surgical table's operator manual also states (pg. 5-1): "preventive maintenance is essential in keeping this equipment in optimal working condition. Steris recommends establishing an annual maintenance agreement with steris service." While onsite, the technician counseled the facility's biomed department on the proper use and maintenance of the 4085 surgical table. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure the patient was in trendelenburg position upon the 4085 surgical table when the patient began to slide contacting the floor. The user facility would not disclose if medical treatment was sought or administered. The patient was moved to a different surgical table causing a delay. The procedure was completed successfully.